Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and pelvic pain to be related to essure. The reporter commented: she would have never made the decision to undergo the essure implant as an alternative to standard tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.